Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an inappropriate anti tachycardia pacing therapy. Upon interrogation, multiple episodes of supraventricular tachycardia were noted with two episodes showing as ventricular tachycardia. There were no patient complications and the patient was managed medically in the emergency department.